Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Siemens reviewed the instrument files and could not identify any potential product nonconformances. The cse replaced a sample 1 (s1) probe pressure transducer. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeated results were reported, as the correct result, to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide patient results.